Manufacturer narrative:
Concomitant product : 5076-52 lead implanted (B)(6) 2010.

Event description:
It was reported that about eight days after a routine device replacement procedure, the right ventricular lead had unstable impedance and threshold. During the lead revision, the values were stable and it was determined the device set screw was loose. The lead was reseated in the device header and the set screw tightened, which resolved the issues. The lead and device remain in use. No patient complications have been reported as a result of this event.